Event description:
My dexcom g7 was reading high and my insulin pump with iq continued to give me insulin. A couple of hours later I was co starkly dropping low in the 30's. Room quite some time to get it back up and it was 2 a.m.